Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous circumflex first obtuse marginal artery. A guidezilla¿ guide extension catheter was advanced to the target lesion. During the procedure, it was noted that a vessel dissection occurred. Multiple stents were deployed to treat the dissected vessel. The procedure was completed with this device. No further patient complications were reported and the patient¿s condition was fine.